Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately one month post implant of the ipg. A cause of death was requested and not received.

Event description:
Additional information was received and reported the cause of death as dementia and gastrointestinal bleed.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: implantable pulse generator: product ID vedr01, implanted: (B)(6) 2013; implantable pacing lead: product ID 5076-52, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.